Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25, replace battery alert and replace battery now alarm. The power management tool confirmed power error 25, replace battery alert and replace battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit had minor scratched display window, damaged (scratched) display window cover, scratched case, cracked case at battery tube side, pillowing keypad overlay, stained keypad overlay and cracked retainer. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced multiple power error alarms. The customer's blood glucose value was unknown. The customer received a low battery alert prior to the power error alarms. The customer states that this alarm is recurring. Advised customer to discontinue use of the insulin pump and revert to a back up plan. The product is being returned for analysis.